Event description:
Dr removed hair from rptr's back using a microwave machine at his office. As a result, rptr suffered severe burns across the areas of their back that he treated. Rptr would like to know if this machine is FDA approved for this type of treatment and would like to make a formal complaint regarding its improper use on them.